Event description:
The catheter broke off during normal run off procedure. Angio performed via right femoral approach. Difficulty advancing pass right internal iliac artery and therefore a left femoral approach was performed and study was abbreviated. At this point, films demonstrated that the tip of the catheter used in the right femoral artery was retained in the area of the artery and study was terminated.